Manufacturer narrative:
PMA/510(k) #: k173009. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an n-compass nitinol stone extractor could not be advanced prior to use. The device did not make patient contact. There were no adverse effects to the patient.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information provided 05may2022 stated that the procedure was completed with another, similar device.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation beijing prime medical equipment co., ltd (china) informed cook on 17mar2022 of an issue with an n-compass nitinol stone extractor (rpn(B)(4); lot: 13962377). On (B)(6)2022, during removal from the package, it was noted the basket could not be advanced. No patient contact was made with device. A replacement device was used to complete the procedure. No adverse effects to the patient have been reported. A review of documentation including the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the device history record (DHR). The DHR for lot 13962377 records no additional nonconformances or complaints. Nc3-024115-bns component lot ns13876650 revealed 2 nonconformances for the basket shape being incorrect. These nonconformances are potentially related to the reported failure. This is 100% checked per qc and all nonconforming devices have been scrapped prior to further production. The basket lot was used in 3 additional final lots 13962376, 13975255, and ns13975260; all revealed to have no additional complaints or nonconformances. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook reviewed product labeling. The product IFU, [t_ncnse_rev1] ¿ncompass nitinol stone extractors,¿ provides the following information to the user related to the reported failure mode: ¿how supplied supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no returned device, and the results of the investigation, cook could not establish a cause for this event. There is no evidence of manufacturing deficiency. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 08apr2022 indicating that the issue was detected once it was removed from the package and the device did not have contact with the patient.